Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information unavailable. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
Per user facility medwatch form, #(B)(4), during a laparoscopic cholecystectomy procedure; the device experienced incomplete clip closure on the cystic artery. The clip was removed and the procedure completed using another like device. A new clip was applied. There were no patient consequences reported. Device is available for return.